Event description:
Reporter of product complaint: pt; summary of product complaint: autoinjector broke (no further info provided); date of occurrence: unk. Was the product taken / administered? Unk; can MFR call pt for f/u? Yes; can MFR arrange for product pick up? Unk, unable to reach for this info, but pt was given shared solutions for a replacement. Lot number unk, unable to reach pt for lot number; unk if pt experienced any side effects / missed doses. Reported to (B)(6) pt/caregiver.